Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra meter was prompting an unspecified error message. The pt called lfs a couple of days later to report the subject meter was prompting "er4" messages. Per the onetouch ultra owner's booklet, this error indicates one of the following conditions may be present: a high glucose was detected when testing in an environment near the low end of the system's operating temperature range, there may be a problem with the test strips, the sample was improperly applied or there may be a problem with the meter. The medical surveillance specialist (mss) spoke with the pt on feb 18, 2009 and obtained the following info. The pt reported that the unspecified error message began to appear on the morning of two days prior to original date. As a result of the issue, the pt claimed she discontinued to test her blood glucose; however, continued to take her usual dose of oral medication (metformin and glipizide). On the morning of original date, the pt claimed she felt sweaty, weak, and shaky; symptoms she associated with a low glucose. The pt reported that she ate her breakfast as normal and approximately 1 hour after developing the symptoms she attempted to test with the subject meter but obtained an "er4" message. The customer care advocates the assisted the pt on the two separate occasions that she called in were unable to resolve the alleged error message at the time of troubleshooting. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) had requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.